Event description:
Hcp reported the patient presented with symptoms of withdrawal that included increased tone, lower extremity itching, headache, and the inability to independently transfer. An xray of the catheter showed no obvious problems. A bolus was programmed, but no difference in symptoms access port. In surgery it was noted there was a likely kink, the distal end of the catheter was functioning ok. And there was no holes. The catheter was revised. The patient is reported to be doing fine after the revision.